Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) had a broken atrial connector. The output connector was broken. Hanger assembly was broken. Device shut down on tester on the first attempt. Device failed several tests at incoming functional testing due the broken ventricular connector. Device failed backlight on/off difference at incoming functional. Upper case was cracked at boss. Battery drawer was sticking. Main seal was damaged (sticking out). Display wires were pinched and the wire exposed. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was returned for service. No patient complications have been reported as a result of this event.